Event description:
Customer reports to have experienced low blood glucose of 49 mg/dl which was treated with orange juice. Customer's blood glucose at the time of call was 128 mg/dl. Sensor troubleshooting was performed. Proper adhesion was recommended. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. However, found the enlite sensor was received with a bent cannula, unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used. Also unable to confirm adhesive anomaly due to the sensor was returned opened and used.